Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient was potentially being implanted with a left ventricular assist device and that the device was not explanted during the procedure and remains implanted and in service. Attempts were made to obtain additional information, however, no additional information is available at this time.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Subsequent information was received that the local field representative was contacted by hospital staff to program the device off for a surgical procedure, however, the device was unable to be interrogated with a programmer. Boston scientific technical services (ts) discussed that the device battery is likely depleted as a result of the previous recorded fault code and also discussed that the device had previously been programmed off. Available information indicates that this product remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that the patient underwent a heart transplant and the device was explanted at that time.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.

Event description:
It was reported that analysis of this device was completed.

Event description:
Boston scientific received information that the patient with this device system had a left ventricular assist device (lvad) and the device had been programmed off. Upon programming to on, initial interrogation displayed a fault code, indicating voltage too low for remaining projected longevity. Technical services was consulted and recommended to save device memory to a disk for further review. The local area sales representative indicated that the device was permanently turned off and would not be replaced. To date, no adverse patient effects were reported as a result of this clinical observation.